Event description:
It was reported that the patient had had trouble charging more recent implantable neurostimulator (ins) since shortly after this ins was placed in (B)(6) 2013. She did have 8 bars for about a month after the ins was placed and then she started having difficulty with coupling. The ins was loose, it shifted and moved in the pocket (the ins was in the buttock). It was not tight in the pocket. This had developed over time and the patient had also had some weight loss. While ins depth was not an issue, the ins was not well oriented to the skin, it was thought that this was contributing to poor coupling, along with mobile ins. It was also indicated there was some possibility that the ins was flipped given how it felt in the pocket. A shocking or jolting sensation was also reported. She got shocking down at her pocket site and in her spine area where leads were since the ins was replaced in (B)(6) 2013. This started not too long after the ins was replaced. For issues related to the patient's previous ins, see manufacturer's report #3004209178-2013-0 8172. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was trying to get a hold of the manufacturer representative. The patient stated that they were having trouble with the implantable neurostimulator (ins). The patient stated that they had swelling and it was hurting. The patient stated that the manufacturer representative saw them "about two weeks" prior to (B)(6) 2014 and their ins "would not even charge." The patient stated that they did get the ins charged but it still had problems with pain and shocking. The patient stated the manufacturer representative told them to turn the ins on when they were halfway charged. The patient stated "about four days" after seeing the manufacturer representative the patient turned the ins on. The patient noted that "it did not seem to be working" and noted that there was not any relief. The patient stated that they had the swelling and hurting for "some time." The patient also noted that they felt the ins was "sliding" around in the pocket. The patient noted that they had to "renew" the battery (B)(6) 2013. [The information reasonably indicated that the patient was referring to their prior ins replacement; see #3004209178-2013-08172.] The caller asked for a field representative to speak with a patient. The patient noted that they had not contacted the healthcare professional (hcp) regarding this concern. The patient noted that they had seen the manufacturer representative. It was reviewed with the patient that they were reporting medical symptoms which the hcp would have to address. The patient was redirected to the hcp. It was later reported that the patient was seen by the manufacturer representative on (B)(6) 2014 at the office of the healthcare professional (hcp) to evaluate the battery/ins. It was noted that the battery was low (output level) and the manufacturer representative discussed recharging the device more frequently. It was noted that the patient was having issues with the recharging efficiency with the recharger and the ins. The manufacturer representative believed that this was mainly because the pocket where the ins was implanted was loose and the battery had too much room to move around. It was noted that the most efficiency bars that they could obtain as two. It was noted that wearing compression shorts during the recharge intervals was discussed. It was noted that in the opinion of the manufacturer representative the battery could have flipped. It was further noted that the patient was no longer a patient at the pain clinic where they had their trial and was managed. It was noted that the patient was not able financially to do anything regarding a surgical revision as of (B)(6) 2014. Additional information was requested but was not available at the date of this report.